Manufacturer narrative:
(B)(4) UDI not available as no lot# provided by customer.

Event description:
It was reported that: "involved a 38-year-old patient undergoing thoracic epidural in the post-interventional surveillance room following thoracotomy (left lobectomy for bronchial dysplasia with recurrent infections) for uncontrolled pain despite level 1 and 3 analgesics. Despite the fact that the epidural was inserted correctly (sitting position, no reflux of blood or cerebrospinal fluid during puncture, good suction of the drop, test dose of lidocaine adrenaline 30mg), it was followed by a coma 3 minutes later. Intrathecal injection of lidocaine. The patient had no morphological features that might have made the procedure difficult. Glasgow coma 3 with bilateral mydriasis requiring intubation and mechanical ventilation after removal of the catheter suspected of being incorrectly positioned. The emergency brain scan was normal, with the presence of a few air bubbles in the cerebrospinal fluid, possibly indicating intrathecal passage. The patient woke up after 40 minutes with no sequela. Patient monitored in intensive care unit for 24 hours. Patient was discharged on 11 july. No other consequences for the patient. No device available for investigation.

Event description:
It was reported that: "involved a 38-year-old patient undergoing thoracic epidural in the post-interventional surveillance room following thoracotomy (left lobectomy for bronchial dysplasia with recurrent infections) for uncontrolled pain despite level 1 and 3 analgesics. Despite the fact that the epidural was inserted correctly (sitting position, no reflux of blood or cerebrospinal fluid during puncture, good suction of the drop, test dose of lidocaine adrenaline 30mg), it was followed by a coma 3 minutes later. Intrathecal injection of lidocaine. The patient had no morphological features that might have made the procedure difficult. Glasgow coma 3 with bilateral mydriasis requiring intubation and mechanical ventilation after removal of the catheter suspected of being incorrectly positioned. The emergency brain scan was normal, with the presence of a few air bubbles in the cerebrospinal fluid, possibly indicating intrathecal passage. The patient woke up after 40 minutes with no sequela. Patient monitored in intensive care unit for 24 hours. Patient was discharged on (B)(6). No other consequences for the patient. No device available for investigation.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.